Event description:
It was reported that air was observed inside the sheath. During an ablation procedure, to treat atrial fibrillation (af), a polarsheath steerable sheath was selected for use. After placing the sheath inside the patient, and insertion of the balloon, air was aspirated several times. The balloon and the sheath were replaced. The procedure was completed successfully without patient complications. The device is expected to be returned for analysis.

Manufacturer narrative:
G1: mfg site country - corrected. Device evaluated by manufacturer: the polarsheath was returned for analysis. The polarsheath was visually inspected for any damage or defects that would have led to the allegation of air bubbles observed in the field. The hemostatic valve had observable damage. The dilator was returned inserted inside of sheath and maintained inserted through decontamination. Due to the return condition, it is not able to be established whether the damaged valve contributed to visible air being seen during the procedure. The sheath passed all functional testing with no issues. The sheath was able to hold pressure while pressurized in hemostasis testing. However, the sheath valve was visibly damaged upon return. It is possible the damage to the silicone valve was due the sheath being shipped and decontaminated while the dilator was present inside of it.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that air was observed inside the sheath. During an ablation procedure, to treat atrial fibrillation (af), a polarsheath steerable sheath was selected for use. After placing the sheath inside the patient, and insertion of the balloon, air was aspirated several times. The balloon and the sheath were replaced. The procedure was completed successfully without patient complications. The device is expected to be returned for analysis.